Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A supplemental report will be filed when the product is returned and the investigation has ben completed.

Event description:
As reported, during patient use, the user noticed empty saline bag after 3 days of the treatment. Suspecting around 500 ml of saline infusion . The doctor removed the icy catheter and checked the balloons for leak and the leak was not located. No known impact or consequence to the patient.

Manufacturer narrative:
The reported event for icy catheter (lot # 83937) was confirmed. A bonding leak was observed at the proximal end of medial balloon during functional testing. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Blood had accumulated / dried up on the luer tubing. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance, except the distal and medial and proximal ports were clogged with blood. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the proximal end of medial balloon. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for information related to the reported complaint and there was one complaint reported for the icy catheter with lot # 83937. Ccr (B)(4)reported on (B)(6) 2018. A pinhole leak was observed at the distal balloon